Manufacturer narrative:
Investigation summary: 2 sample was received. They came in a plastic bag. Both have the plastic shield. Visual inspection was performed under the microscope 30x. There was no damage, bevels were good, etch was good. No defective grind, no hooks were observed. Samples were additionally inspected by a cannula engineer confirming no defects were observed with these two samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaints for the lot # 9294109 for the same defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined.

Event description:
It was reported that two needle ns 23ga 3/4in w/o sil were found to have damage tips. The following information was provided by the initial reporter: " our incoming inspection rejected bag #5 of item 05-8014 (bd 301687) from batch 9294109 for damage tips."